Manufacturer narrative:
The device sc-1160; 376709 was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states that over time, the stimulator may move from its original position and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). The available information indicated that the implantable pulse generator (ipg) appeared tilted and was associated with discomfort at the implant site; however, no medical evaluation findings, device assessment results, or additional evidence were provided to determine the nature or origin of the reported issue. Although product labeling identifies stimulator movement from its original position and persistent pain at the ipg site as known risks associated with spinal cord stimulation (scs) systems, the information available was insufficient to establish the cause of the reported event or determine whether device-related factors contributed. Therefore, in the absence of device return and analysis the likely root cause could not be established. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-50 serial number: (B)(6) batch/lot number: 7073798 model/catalog description: linear 3-6 lead 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-50 serial number: (B)(6) batch/lot number: 7073401 model/catalog description: linear 3-6 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient's battery appeared tilted within the pocket site, resulting in daily discomfort and pain. It was indicated that the patient had gained weight as a result of limited function, which subsequently contributed to movement of the implantable pulse generator (ipg) within the pocket site. The patient had not been utilizing therapy for an unknown period; therefore, it is considered likely that the ipg was out of charge. The patient had experienced falls; however, these events were not related to the device or stimulation. Due to these circumstances, the scs patient underwent explantation of both the ipg and leads, despite no allegation was done against the leads. It was noted that the patient was deemed unsuitable for general anesthesia, and the physician therefore elected to proceed with explantation rather than revision of the system. The explanted devices were disposed of in accordance with hospital protocols and will not be available for return or analysis. Postoperatively, the patient was reported to be recovering well and was subsequently discharged.